Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 507:320:844:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a faulty user interface module/pump head communication harness. The user interface module/pump head communication harness was replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 507:320:844:0000 . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.